Event description:
Report received from the USA stating that the device had a damaged nose cone. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).